Event description:
It was reported that "the balloon did not inflate during use." No patient injury was reported.

Manufacturer narrative:
Remove the following from original MDR verbiage: the customer report of balloon issue was confirmed. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Manufacturer narrative:
The catheter that was returned for evaluation had a ruptured balloon with latex material missing. One catheter was returned for evaluation. No syringe, introducer or contamination shield were returned. The balloon was found to be ruptured at the central area of the latex around the circumference and was inverted to the distal side. After pulling the balloon back to the proximal side, the ruptured edges were not able to match up. No visible damage to the catheter body was observed. All through lumens were patent without any leakage or occlusion. Visual examinations were performed under microscope at 10x magnification. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of balloon issue was confirmed. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Customer report of balloon issue during use was confirmed. There was no indication of a manufacturing nonconformance noted during the analysis. With limited information, it could not be determined if procedural factors or device handling may have contributed to the event reported. No actions will be taken at this time.